Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified circumflex artery. A 3.00mm x 15mm emerge balloon catheter was inflated on a piece of calcium in the lesion and the balloon "popped." The physician then retrieved the whole system out from the patient's body and the device was exchanged with a smaller sized balloon catheter. The procedure was completed and no patient complications were reported. The patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with the original box. There was blood and contrast in the inflation lumen and in the balloon. The device was soaked in a water bath to loosen the contrast prior to functional testing using an inflation device filled with water connected to the inflation port. The device was inflated and a balloon leak was noted. Examination under magnification revealed a balloon pinhole 4mm distal of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified circumflex artery. A 3.00mm x 15mm emerge (tm) balloon catheter was inflated on a piece of calcium in the lesion and the balloon "popped". The physician then retrieved the whole system out from the patient's body and the device was exchanged with a smaller sized balloon catheter. The procedure was completed and no patient complications were reported. The patient's status was fine.